Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the on off toggle switch is not working properly and that it is getting stuck and not allowing the end user to move the chair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The results of the evaluation was controller/joystick/options / not able to duplicate issue. Bench test passed. Could not duplicate issue. Missing inductive skirt and boot. Missing latch for connector, so the original complaint issue was not able to be confirmed.

Event description:
The dealer stated that the on off toggle switch is not working properly and that it is getting stuck and not allowing the end user to move the chair.